Manufacturer narrative:
The product is expected for evaluation and analysis: however, to date, it has not been received. Additional information will be submitted within 30 days of receipt.

Event description:
During inspection, the outer box of a microcatheter (hyper transit) was opened, and the sterilization package was not sealed. There was no defect on the outer box and sterile pouch. The product was properly stored in our storage. The product was not clinically used and will be returned for analysis. Additionally, the product was not exposed to excessive heat or water.